Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent problem on charged coupled device, puncture on cable, failed leak test, and corroded pins. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image problems were caused by an intermittent problem on charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head presented image problems. There were no reports of patient harm.